Event description:
The patient has experienced an increased in seizures and was referred for a battery replacement. Generator device history record was reviewed; no unresolved non-conformances were identified, and the generator passed all quality control specifications prior to distribution no known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Patient underwent generator replacement surgery. The explanted generator has not been received by product analysis to date.

Manufacturer narrative:
B5. Describe event or problem, corrected data: follow-up report #2 inadvertently left out information. H6. Evaluation codes, corrected data: follow-up report #2 inadvertently provided the wrong code.

Event description:
Information was obtained noting that the explanted generator was discarded.